Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 28-january-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the cup presence sensor was sticking. The fse cleaned and lubricated the sensor. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 2163 c.transfer cup not released was the cup presence sensor was sticking.

Event description:
On (B)(6) 2017, a customer reported error 2163 c.transfer cup not released on the aia-900 instrument. The customer is unable to run patient samples on pth kidney marker. On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.